Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said that she thinks that her implant is shorting out on her as she is experiencing shocks in her left leg which is the same side as the implant. Patient said that this has been going on for about 6-7 months. When asked, patient said that she hasn't had any falls or trauma. Patient will review physician listings and make arrangements for a device check no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.